Manufacturer narrative:
Concomitant medical products: product ID 37602, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID 3387s-40, lot# v017110, product type: lead. Product ID 3387s-40, lot# v038151, product type: lead. (B)(4).

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported the patient had been falling a lot in the past 2 years and they were concerned with leads fracturing. They seemed to be hitting that area more than the collar bone area. They wanted to move the leads because of the falls fracturing. Further follow-up was being conducted to determine if their managing physician had been notified, what the circumstances were that led to the falls, and what steps were taken to resolve the falling. If additional information is received, a follow-up report will be submitted. Please see manufacturer report #3004209178-2016-04242 for information on the patient's concomitant system.